Event description:
The customer reported that the fluoro switch would not stop fluoroing. The fse reported, during the onsite eval, that the system had a poor connection from ps1 causing the systems voltage to be low. This may cause the system to lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.